Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported the patient was admitted to the hospital after multiple antitachycardia pacing and shock therapies were unsuccessful in reverting the patient from ventricular tachycardia. The patient had to be cardioverted through an external defibrillator. The patient was admitted back to hospital a couple of days later for lead capping. The device was also replaced due to premature battery depletion and failed defibrillation threshold testing. The patient condition after the procedure was stable.